Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200103 - file-2019-03609 - analysis_and_closure_report_resp-2020-00005 .pdf].

Event description:
Reportedly, it was not possible to screw the right ventricular lead during the implant of the subject device, additionally right ventricular impedance was above 3000 ohms.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject device.

Event description:
Reportedly, it was not possible to screw the right ventricular lead during the implant of the subject device, additionally right ventricular impedance was above 3000 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was not possible to screw the right ventricular lead during the implant of the subject device, additionally right ventricular impedance was above 3000 ohms.